Event description:
Clinical study. Same patient as 6000089-2007-00533, 6000089-2007-00534, 6000089-2007-00535. It was reported that 3 days after the index procedure, the patient required a target vessel reintervention (tvr). The lesion being treated was part of a tvr where the saphenous vein graft (svg) to the right coronary artery (rca) was treated with placement of a 3.5 x 16 mm taxus express2 study stent. There were no reported complications and the patient was discharged on the next day on aspirin and clopidogrel. The patient was readmitted 2 days later with severe chest pain. Cardiac enzymes were within normal limits. ECG was unchanged, with normal sinus rhythm, inferior scar, and nonspecific st abnormality. The physician treated then placed a 3.5 x 12mm non bsc stent to svg to prox segment of posterior marginal branch and placement of a 2.5 x 12 mm express 2 stent to pda (distal rca near insertion site of svg) and 3.0 x 12mm liberte' stent to pda (rca). During this procedure, stents were also placed in the lad and the svg to the marginal branch. There were no reported complications and the patient was discharged the next day on continued aspirin and clopidogrel. In the opinion of the physician the relationship of the tvr to the taxus stent is probable.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.